Event description:
It was reported that the c-arm on the 9900 system would not move. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The joystick was replaced during the service call. The system was tested and found to be working as intended and put back into service.